Manufacturer narrative:
The reported event was confirmed. Upon disassembly it was found that there were metal shavings, the driveshaft had score marks and there was also corrosion of the collet. Wear on the driveshaft can produce metal shavings. The attachment is not a repairable device and will not be returned to the user facility.

Event description:
The adjustable pin collet 2.0-3.2mm was returned to stryker instruments for service, and during functional evaluation it was noted that metal shavings were present between the collet fingers. There was no patient involvement and no adverse consequences associated with the device.